Event description:
Same case as MDR ID 2134265-2013-09801 and MDR ID 2134265-2013-09806 . It was reported that vessel dissection occurred. The 70% stenosed target lesion was located in the moderately calcified and non-tortuous left anterior descending artery. The length was 8 mm and vessel diameter was 2.5 mm. A 1.25mm rotalink burr, rotalink advancer and 330cm rota wire were selected to ablate the target lesion. During the procedure, it was noticed that vessel dissection occurred. The physician removed the device and the procedure could not be completed. There were no other patient complications reported and the patient¿s condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The visual and tactile inspection was performed and the no failures were found. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-09801 and MDR ID 2134265-2013-09806 . It was reported that vessel dissection occurred. The 70% stenosed target lesion was located in the moderately calcified and non-tortuous left anterior descending artery. The length was 8 mm and vessel diameter was 2.5 mm. A 1.25mm rotalink burr, rotalink advancer and 330cm rota wire were selected to ablate the target lesion. During the procedure, it was noticed that vessel dissection occurred. The physician removed the device and the procedure could not be completed. There were no other patient complications reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-09801 and MDR ID 2134265-2013-09806. It was reported that vessel dissection occurred. The 70% stenosed target lesion was located in the moderately calcified and non-tortuous left anterior descending artery. The length was 8 mm and vessel diameter was 2.5 mm. A 1.25mm rotalink burr, rotalink advancer and 330cm rota wire were selected to ablate the target lesion. During the procedure, it was noticed that vessel dissection occurred. The physician removed the device and the procedure could not be completed. There were no other patient complications reported and the patient's condition is stable.